Manufacturer narrative:
(B)(4). Batch # p57y53. Additional information provided: it was a misunderstood, the product finally was recovered by the sales rep. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what corrective action did the doctor take to correct the failure of the device? The doctor says that he undid the stapling that was formed and closed manually, without being able to reconnect the patient. Was there any damage to the patient due to device failure? The hcp told me, that he had to use sutures, and cancel the rectum, because there was no way to reconnect. The patient finished with a colostomy. What is the current state of the patient? Discharged, but with colostomy. Patient demographics. Not provided. Additional information was requested and the following was obtained: reason for the initial surgery. Cancer colon left. Reason that prevented the surgeon from reconnecting in the anastomosis surgery: the conditions and length of the fabric prevented reconnection. The surgeon reports that there was a 3 cm margin to the rectum before using the staple. So after using it there was no way to try again. Patient's personal pathological history: these data were not given. Will the patient be re-operated to reconnect? No, because the length of the rectum does not allow reconnecting the patient. Date of reconnection. Na. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any pre-op chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience? What purse string technique was utilized? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was the tissue cut completely? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What is meant by ¿only stapled the top half¿? Were there any staple formation issues noted? If so, please describe the shape. What is the current patient status?

Event description:
It was reported that during a low anterior resection procedure, the device failed at the time of anastomosis. The doctor commented that it only stapled the top half. It was not reported how the procedure was completed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did the patient receive any pre-op chemotherapy or radiation? The patient received both, chemotherapy and radiation before surgery. What healthcare professional fired the device and what is his/her experience? The device was fired by a fellow. Her experience is little, considering ethicon products. What purse string technique was utilized? The surgeon used a fold technique, or tobacco pouch, to secure the anvil of the stapler. Was the device difficult to close? The surgeon and the fellow comment that, they did not find any problem to close the stapler. Was the device difficult to fire? Yes it was. The objections was the force that the fellow had to implement to fire the stapler. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? She did it, in fact, the titular surgeon said they waited more than 15 seconds. Where in the green gap setting scale was the indicator located prior to firing? The titular surgeon mentioned they put the indicator between the bottom of the scale and the second line. In other words, between 1 and 1.5 mm. Did the healthcare professional receive audible & tactile feedback when firing the device? The fellow, who was the one who fired the stapler, mentions having listened and felt how the staples came out. This was the only information was provided. Was the tissue cut completely? According to the description of both surgeons, the stapler cut only 50% of its surface, leaving the other half uncut. Were the donuts inspected? If so, please describe. Yes, both donuts were inspected. In which, as described before, only the upper half remained stapled, while the rest of the staples did not form and left the tissue open. Was a complete washer transection confirmed? According to the fellow and the titular surgeon, a complete fire was made, considering this issue solved. What is meant by ¿only stapled the top half¿? In other words, only half of the circle, which is the shape of the stapler, remained stapled, referring to the most posterior part. While by front, the tissue was not stapled, just cut. Were there any staple formation issues noted? If so, please describe the shape. The surgeon mentions that he only observed open staples in the middle that the fire was not completed. What is the current patient status? The patient is stable at home, with a colostomy. The surgeon is assessing and waiting of how this evolves.